Event description:
It was reported the lead dislodged one day post implant and four days post implant. The lead was respositioned each time with a "screw placed in the lead" to secure it during the second respositioning attempt. An x-ray approximately six weeks later clearly showed the lead was again dislodged as it was positioned in the superior vena cava. No lead revision is planned at this time and the lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.